Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as a best estimate based on the date the device was implanted. Block e1: this event was reported by the patient's legal representation. The implanting and repair surgeon is: dr. (B)(6). The explanting surgeons are: dr. (B)(6). Dr.(B)(6). Block h6: the imdrf patient codes capture the reportable events of: e1310 - captures the reportable event of recurring urinary tract infection e1311 - captures the reportable event of voiding dysfunction the imdrf impact code capture the reportable event of: f1905 - captures the reportable event of sling lysis

Event description:
It was reported that the patient had a lynx blue system implanted during a procedure for the treatment of cystocele, vaginal vault prolapse, urge and stress incontinence, urinary incontinence due to urethral sphincter incompetence, paravaginal defect and obstructed voiding pattern. The implant procedure was performed without intraoperative complications. Postoperatively, the patient developed recurrent urinary tract infections and voiding dysfunction. On (B)(6) 2025, a sling lysis and cystourethroscopy were performed. During the procedure, a midline vaginal incision was made at the level of the mid-urethra, where the mesh was identified and carefully dissected from surrounding tissue using blunt and sharp dissection. The sling was released in the midline. Cystoscopy revealed no mesh or foreign material in the bladder, and the bladder urothelium appeared normal. The vaginal epithelium was closed, and the patient was transferred to recovery in stable condition.